Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length anuerx bifurcated stent graft and its component were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. The patient has a history of coronary artery disease, chronic obstructive pulmonary disease, and renal insufficiency. It was reported that there was a full-thickness tear in the left external iliac artery caused by the contralateral sheath; therefore, an 8 mm gore-tex jump graft was implanted. The tear was discovered at the end of the procedure when the patient's blood pressure dropped, requiring a blood transfusion. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported. And the patient is reported to be fine.